Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h4, h6: visual inspection: the 1.5 mm threaded drill guide with depth gauge (part 323.034, lot l234789) was returned to us customer quality. Upon visual inspection, the drill guide was found to be in good condition. The threads did not appear to have flattened or stripped. The laser marking is legible, but it is beginning to show signs of corrosion/rust. The device overall shows surface wear consistent with use. The reported complaint condition of flattened drill guide is unconfirmed, but the overall complaint is confirmed as the device is beginning to show signs of rusting. Document/specification review: review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Dimensional inspection: dimensional inspection was performed. The non-threaded portion of the tip diameter measured to 3.47 mm which is within specification of 3.40 mm to 3.60 mm the internal diameter intended measured 1.55 mm which is within specification of from 1.55 mm to 1.65 mm based on the above measurements, it could be determined that the device was made to specifications and no product design issues or discrepancies were observed. Conclusion: the complaint condition was unconfirmed during investigation, but the overall complaint is confirmed as the device is beginning to show signs of rusting. The exact cause of the damaged threads is unknown, but it is likely due to wear from repeated use coupled with unintentional damage sustained during sterile processing. No manufacturing issues were identified during investigation. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot. Part: 323.034. Lot: l234789. Manufacturing site: haegendorf. Release to warehouse date: (B)(6) 2017. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Occupation: initial reporter is synthes sales representative the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on unknown date, during a routine inspection of the instrument after decontamination, the ball barring of the locking bolt measuring device for trochanteric fixation nails that hold the depth gauge together was missing. The threads of the threaded drill guide with depth gauge appeared to be flattened and did not thread into the plates. There is no procedure or patient involvement. This report is for one (1) 1.5mm threaded drill guide with depth gauge. This is report 1 of 1 for (B)(4).